Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:55:00. During night drain cycle three, the patient's ultrafiltration reading was 1599ml, indicating the home patient drained 1599ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. An internal and external inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.